Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 2/9/2011. The UDI has been updated accordingly. Manufacturer location: the manufacturer location was incorrectly documented as (B)(4) in the initial report. The location has been updated to (B)(4). The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: it was determined that the trigger was blocked, jammed and was moving heavily. It was observed that the device was subject to air leakage and the triggering and failure of the cleaning and lubrication process caused the parts to wear. It was further determined that the device failed pretest for check for untrue running, check triggers for forward/reverse mode, check reverse locking mechanism, check attachment coupling with attachments, and check the attachment coupling. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date is currently unavailable. Therefore, the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after testing, it was verified that the engine/motor of the compact air drive device was without force. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.